Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced syncope. The health care professional (hcp) reported that there were no events noted in the logbook. No additional information was received. The device remains in service.